Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the male luer cracked at the connection to the microclave. There was no patient harm.

Event description:
The customer reported that the male luer cracked at the connection to the microclave. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the male luer cracked at the connection was confirmed. Visual inspection showed that the male luer collar was cracked. Closer inspection under magnification showed no stress marks on the collar; no tool marks were observed. Due to the breakage functional tests could not be performed. The root cause of the male luer crack could not be determined.